Manufacturer narrative:
A review of the manufacturing records could not be performed as the lot number remains unknown. According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to: endoleak and aneurysm enlargement.

Event description:
The following article was presented on the conference ¿ ¿the 47th annual meeting of the (B)(6)¿ on (B)(6) 2017. Kenjirou kaneko et al, ¿study of 32 arch aneurysm cases treated with ribs (retrograde in-situ branched stent-graft) technique¿. During the last 67 months, 32 patients underwent endovascular procedure using ribs technique to repair an arch aneurysm. A gore® excluder® aaa endoprosthesis (leg or extender) was implanted in the brachiocephalic artery as chimney for 15 patients. It was presented that aneurysm enlargement (amount unknown) due to a gutter endoleak was observed in two patients and they required coil embolization. No further information was available.

Manufacturer narrative:
A copy of the article was attached.